Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they couldn't seem to get their communicator to do anything. When asked for event date, patient mentioned it's always been problematic and touchy to get it going but this last week for 2 days they can't get it to do anything (agent understood patient was referring to the communicator). Patient mentioned they met with their representative about a week ago at the doctor's office and the representative informed the patient that they had been charging both units together and that was not probably the best plan. Patient noted they started charging up the phone and communicator and since they started trying to do all that the communicator was not doing anything. Agent walked patient through closing all applications. Patient then tried to connect to the mystim app and patient mentioned the handset showed not found communicator. Agent walked patient through closing all applications and toggling bluetooth off/on. Patient then opened the mystim app, patient turned the communicator on confirming a green and blue light then a green light and patient confirmed they were able to connect to their therapy settings. Agent reviewed with patient to close all applications in between use and to not turn the c ommunicator off. Agent informed patient to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.patient called back stating they cannot get the their communicator to pair to their implant, they've been overseas for 10 days and they can't get anything to work. Pt mentioned that they were 'stuck on a high vibration'. Pt said one of their rep they spoke 2 days ago told them that they need a new 'connector' because they were having trouble before they left. Pt also said the issue started 2 months ago or so. Agent walked the patient through connecting to their my stim pc app. Pt said the communicator showed a green light. Pt said that the handset loading screen was circling for over 3 mins. Agent instructed pt to reset the handset and communicator, checked bluetooth and location, and turned on/off airplane mode. When pt tried to connect again, the loading screen was still circling and won't connect. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the communicator.patient received the replacement communicator but still couldn't connect to the implant. Patient denied any recent accidents, falls, or changes in their weight. During the call patient closed all applications, turned airplane mode on then off, and reset the handset and communicator. Patient still couldn't connect to the implant. When agent instructed patient to go to about > handset patient denied seeing a serial number on the handset screen. Agent closed case.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.